Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between june 24-26, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. White plastic fragments were in the solution and the tubing. This was observed after filling prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.